Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the anatomical position and structure that device was placed on when the issue occurred? Rectum. Was the device difficult to close? Yes. Was the device able to be fired? Yes. What troubleshooting steps were taken to open the device? Pulled handle, tried to pry open jaws, tried to fire again. How was the device removed from the tissue? Cut it off the tissue. Why was the colostomy unable to be reversed? Colostomy was completed - further distal than originally intended. What is the current patient status? Ok, he completed a lower anastomosis with protective loop ileostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm that a second ostomy was done? If a second ostomy was done, is it temporary or permanent? Was the original transection taken is one or multiple firings?

Event description:
It was reported that during a colostomy reversal the device was placed on bowel. When the stapler was fired, it locked on tissue and would not open. It was not reported how the device was removed from tissue. The colostomy could not be reversed.